Manufacturer narrative:
The customer's meter was returned for investigation. The battery compartment was inspected and revealed corroded battery contacts caused by a leaked battery. The corroded battery contact caused the power supply disruption preventing the meter from powering on. Due to the condition of the returned meter it was concluded that the damage did not originate from the manufacturing process and has been determined to be a result of customer mishandling. The detected contamination can temporally lead to the alleged display error. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer states the display is very faint and not complete. The customer states there are missing segments in the result field. There was no allegation that any test results had been misinterpreted.